Event description:
The customer reported that the system had a generator error and shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep an on site investigation. The system interface board and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.